Event description:
Device 1 of 2. Reference MFR report# 1627487-2014-08228. Info received identified the pt alleges to have experienced "burning sensations while charging and shocking." The pt's scs system was explanted on (B)(6) 2013. Additional info is needed to clarify the nature of the pt's issues. Sjm was made aware of the issues on 08/04/2014, and the pt's scs system was not evaluated by an sjm rep to verify and/or troubleshoot any of the reported issues prior to explant.

Manufacturer narrative:
This ipg serial number was included in a field correction and advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.